Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A CAPA has been issued.

Event description:
While using a byte night aligners, patient reported that their aligner is digging into their cheek and cutting a flap into their mouth. Provided aligner fit/discomfort tips and requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.